Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a therapy electrode recognition test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. Upon eval, the pulse wire was open inside of the cable connecting ECG "b" to the distribution node, which caused the therapy electrode recognition failure. The root cause for the open wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.